Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: does not apply - lens was not implanted section d6b - explant date: does not apply - lens was not implanted and therefore not explanted section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a dib00 intraocular lens (iol) , despite the fact that the implant had been hydrated and prepared as required, the injector plunger sank into the lens and perforated it, preventing injection into the eye since the 2 elements were interlocked. For the record, this mishap occurred during tests organized as part of the tender for this establishment. We've learned through follow up that there was contact with the patient, since the event took place during a surgical demonstration, i.e. In the operating theatre. However, as the implant got stuck at the end of the plunger, it could not be inserted. Only the injector came into physical contact with the patient.